Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 567 mg/dl. The customer was treated for the high blood glucose with an insulin pen. The customer was assisted with trouble shooting and found that their settings were programed accurately. The customer mentioned that they had issues with no delivery alarms. The customer stated that they will monitor the issue and will call back if the alarms persisted.